Event description:
It was reported that: "on (B)(6) 2024, the patient was proposed to undergo thoracoscopic radical surgery for left upper lung cancer due to a malignant tumor in the upper lobe of the left lung. After routine induction, the patient underwent right-sided double-lumen bronchial intubation under visual laryngoscopy, and the 35# right-sided double-lumen bronchial intubation tube was successfully placed. When the doctor was placing the surgical body, the intubation connecting tube was seen to be broken, which made it impossible for the patient to perform lung isolation ventilation, and the double-lumen bronchial intubation connecting tube was replaced one by one to continue to complete the surgery." The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "(B)(6) 2024, the patient was proposed to undergo thoracoscopic radical surgery for left upper lung cancer due to a malignant tumor in the upper lobe of the left lung. After routine induction, the patient underwent right-sided double-lumen bronchial intubation under visual laryngoscopy, and the 35# right-sided double-lumen bronchial intubation tube was successfully placed. When the doctor was placing the surgical body, the intubation connecting tube was seen to be broken, which made it impossible for the patient to perform lung isolation ventilation, and the double-lumen bronchial intubation connecting tube was replaced one by one to continue to complete the surgery." The patient was reported as fine post the procedure.